Event description:
Revision surgery- the patient had an infection. Therefore, the doctor washed the infected area, pulled out implants to conduct complete cleaning and re-implanted afterwards. The doctor also felt it necessary to perform a poly swap.